Event description:
It was reported by end user that the filter is broken on the irc1705 aerosol compressor. She states the unit will not work. Referred to provider for replacement. No additional information available per end user.